Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set during continuous renal replacement therapy in the respiratory intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed external leakage from the drain bag sealing near the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. All accessories provided within the set, including the drain bag, are single use products. The drain bag must not be emptied and reused within the same therapy. The reported condition was verified. The cause of the condition was determined to be related to use error and unintended use of the effluent bag. A previous nonconformance and preventive action record were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.